Event description:
It was reported that there was white particulate inside the reservoir of a large volume intermate. This was noted before patient use. The device had been filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured november 14, 2014-november 17, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted a white particle approximately 1.41 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.